Event description:
It was reported that stroke occurred and the patient was hospitalized. A FARAWAVE catheter was selected for use a Pulsed Field Ablation procedure. Prior to the procedure, TEE (Transesophageal Echocardiogram) was performed by physician to focused on appendage due to something suspicious, however nothing was noted. When the patient was in recovery area, a stroke was discovered and the patient was hospitalized. No further information was provided.

Manufacturer narrative:
B5 Describe Event or Problem field updated with additional information obtained. Detailed product information was not provided to BSC. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.